Manufacturer narrative:
No flashing medtronic logo noted. The pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, self-test, and displacement accuracy test at 0.0875 inches. The pump was programmed with a 25.0-unit bolus during the dat. The bolus was delivered properly and was listed in the pump's daily history screen. No under delivery anomaly noted. The test battery was removed and reinserted with no failed battery test alarms noted during testing. Successfully downloaded history files and traces using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Perform the history review 1 week from the event date 10-apr-2026 and found 1 failedbatttest (58) alarm on 04/10/2026 11:41:07.000. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked select button at keypad overlay, and stained keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-flashing mdt logo not confirmed. Power problem-failed battery test not confirmed. Unable to verify high bgs. No under delivery noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported flashing medtronic logo and battery failed. Blood glucose value at the time of event was 257 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7020a,mmt-332a,mmt-399a,mmt-1880. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. . No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-399a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.